Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited elevated pacing impedance and threshold measurments. The shocking impedance was stable.